Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and to resolve the reported issue of the customer, the hybrid board was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has been powered off while in use. The reporter confirmed that there is no patient involvement associated on this event.